Manufacturer narrative:
We are in process of trying to get the device returned for evaluation and to get more information from the reporter. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "micro nerve hook tip 46-3171 broke off during surgical procedure."

Manufacturer narrative:
The device was not returned for evaluation, and no lot number was able to be obtained. Due to lack of information, the complaint could not be confirmed and very little investigation could be performed. Complaint history did not reveal any prior similar complaints from the past two years. Root cause was undetermined. If any additional relevant information is identified it will be submitted in a supplemental report.